Event description:
Nurse started IV, withdrew stylet- arm was bumped and she received a needlestick in left hand. Reporter does not believe clip had covered the tip of the stylet. Facility followed protocol for needlestick.